Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was testing in settings mode when attempting to obtain a blood glucose result. The complaint was classified based on the customer care advocate (cca) limited documentation as the patient refused to answer all question. The patient was unable to recall when the alleged meter issue first began. The patient was unable /unwilling to confirm what medications she was on to manage her diabetes. The patient reported that on an unspecified time after the alleged product issue began ¿over a month ago¿ she developed the symptoms of ¿blurred vision, dizziness and weakness¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.